Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and carto 3 test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed no damage or anomalies. A carto 3 test was performed, and the device was visualized and recognized correctly; however, while the tip was introduced in the water to the point it reached the second electrode the error 7 current leakage popped up in the carto 3 system. A microscopical inspection was performed on the external area of the tip; however, no damage or anomalies were observed. Then, a supplier manufacturing investigation was initiated, a detailed visual inspection surrounding the second electrode revealed electrode damage breaking through the lumen, the hole in the lumen allowed water to reach the internal components, thus, causing the current leakage error. The issue reported by the customer was confirmed. The potential cause of the lumen and electrode damage could be related to the handling of the device during the procedure as the error occurred mid-procedure as stated in the event description; however, this could not be established conclusively. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. Do not immerse the proximal handle or cable connector in fluids; electrical performance could be affected. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified an electrode damage breaking through the lumen. Initially, it was reported that about 2/3 or 3/4 of the way through the case, a current leakage error (error code 7) was displayed on the carto 3 system. The reporter stated that an orange toolbar for the vizigo sheath was displayed on the carto 3 system. The vizigo sheath was disconnected from the piu and the reconnect option was selected on the carto 3 system. The issue was resolved. When the vizigo sheath was reconnected to the piu, the issue re-occurred. The vizigo sheath was connected to the quad b port on the piu without resolution. The vizigo cable was replaced but the issue persisted. The vizigo sheath was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. The current leakage error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, there was electrode damage breaking through the lumen that was observed. This was assessed as MDR reportable with an awareness date of 14-feb-2025.